Event description:
It was reported that the user was unable to inflate the balloon during a pretest.

Manufacturer narrative:
The reported event was confirmed as a manufacturing related issue. The investigator received one silicone catheter with a cut inlet tube connected to a sample port connector with the tamper evident seal intact. An attempt was made by the investigator to inflate the balloon with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The balloon was reported to have been unable to inflate and instead swelled around the inflation valve. The balloon was dissected and the inflation notch was noted to be not perforated all the way through. Active length of the catheter balloon was measured (0.6635 inches) and found to be within specification (0.7700 inches +/- 0.0100 inches). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "(3) insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a needle-less syringe, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user was unable to inflate the balloon during a pretest.